Manufacturer narrative:
The customer's meter was returned for investigation where it was tested using a high level control sample and retention test strips. Level 2 testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.7 inr qc 2: 2.7 inr qc 3: 2.7 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot.

Event description:
Roche diagnostics received an allegation that a patient had a pulmonary embolism and was admitted to the hospital due to a measurement deviation while using the coaguchek inrange meter compared to an unknown laboratory method. The patient allegedly had a meter result of 3.3 inr from a capillary blood sample at 11:22 am. The patient allegedly had a laboratory result of 1.5 inr from a venous sample at 1:06 pm. The patient's therapeutic range is reportedly 2.5 - 3.0 inr.

Manufacturer narrative:
The coaguchek inrange meter serial number is reportedly (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient has lupus. Per product labeling, "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The investigation did not identify a product problem. Section e3: occupation is patient/consumer.